Event description:
Customer reported intermittent voteouts (an error condition) for the platelet parameter were generated when using the coulter lh 500 hematology analyzer. The issue was intermittent, and the customer would rerun the sample and report the platelet value from the rerun. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed a faulty rbc (red blood cell) bath housing as well as the r/w/p processor card. The fse replaced both parts resolving the intermittent platelet voteout issue. Failure mode was identified: failure mode is related to a faulty rbc bath housing and r/w/p processor card. There were no erroneous results reported out of the laboratory for this event. Upon recur; the failure mode related to the rbc bath, is likely to generate erroneous rbc and platelet results due to possible bath carryover. The failure mode related to the r/w/p card is likely to generate erroneous wbc (white blood cell), rbc, and platelet results due to compromised counting and sizing of the cells. Evaluation of product labeling: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results the beckman coulter (bec) internal identifier for this report is (B)(4).